Event description:
The connection port between the handle and the shaver/trial broke.

Manufacturer narrative:
Method: device history review and device inspection.results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event.the reliance t handle was confirmed to have a fractured inner shaft upon visual inspection.conclusion: the plausible root cause of the reported event is normal material wear based on the age of the device.

Event description:
The connection port between the handle and the shaver/trial broke.